Event description:
Patient was implanted with a ti helical blade and ti cannulated tfn during an orif of a comminuted proximal femur fracture. Status post, the patient fell off the toilet, directly onto femur and the helical blade pushed through the femoral head and into the acetabulum. The helical blade and tfn were removed. The surgeon plans to do a total hip or calcar replacement/bipolar hip.

Manufacturer narrative:
This information was not provided during initial report. Completed questionnaire received did not provide this information. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.